Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that there was artifact on the screen of the 9600 system. There was no report of patient injury.